Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture; fluoroscopy revealed the lead had dislodged. The lead was explanted and replaced. No adverse events were noted during the procedure. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that the atrial lead sensing had gradually decreased over time.